Event description:
Patient presented back to the physician with infection at the ipg site. Physician brought the patient into the operation room and removed the ipg. This resolved the issue.

Event description:
Patient presented to the physician with wound dehiscence and drainage at the chest incision site. Physician prescribed antibiotics.